Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set lasted for one day on the patient's body before coming off. The patient cleaned her site with alcohol and used skin tac, but the site would still come off. Blood glucose levels were adversely affected and reported to be sometimes over 250mg/dl. A bolus or temporary rate using the pump was used to address the high blood glucose. No permanent injury was reported. See MFR: 2183502-2016-02027.